Event description:
While the device was ventilating a pt, the display flashed and then the device shut down and stopped ventilating. The pt was manually ventilated with an alternate device. No pt injury.